Event description:
This is filed to report the clip opened while locked. It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 mixed mitral regurgitation (mr). Two clips were implanted without issue. After the procedure, fluoroscopy images were reviewed, and it was observed that the second clip opened to about 40 degrees after deployment and mr increased to 2. The clip remained stable on the leaflets. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided images and videos were reviewed by an abbott clinical research and development staff engineer. The reviewer stated ¿based on a visual assessment with the naked eye, there does not appear to be any noticeable change in clip arm angle of the second clip during deployment and post deployment. However, when comparing the arm angles between the first implanted clip (bottom of the fluoro videos) and second clip (reported device, top of the videos) it does appear that the clip arms of the second clip are opened to a larger degree than the first implanted clip which does appear to be fully closed (~10°) per the instructions for use.¿ based on the available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. It is possible that procedural conditions (e.g. Tension on the clip or clip delivery system (cds), unintended curves placed on the cds by the user/anatomy, normal clip relaxation after deployment) contributed to the issue. However, this cannot be confirmed. There is no indication of product issue with respect to manufacture, design or labeling.